Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter reported blood glucose results of "8.0 and 10.1 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of greater than 12 mg/dl (0.67 mmol/l) or 15%. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.